Event description:
Head of the handpiece overheated during a crown procedure on #30 tooth and patient received a burn injury to their inner cheek. Patient was under local anesthesia at the time of the injury (inferior alveolar nerve block). The patient is reported to have healed normally without any need for additional medical attention.